Manufacturer narrative:
Manufacturer ref# (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem; serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/02/2017 as follows: the plaintiff allegedly received the filter implant on (B)(6) 2014 due to dvt and pe. Per additional information submitted by the plaintiff, no filter retrieval attempt has occurred to date. The plaintiff alleges shortness of breath, edema, hypertension, and diabetes due to filter implant.

Manufacturer narrative:
Manufacturer ref# (B)(4) exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "shortness of breath; edema; hypertension; diabetes". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported "shortness of breath; edema; hypertension; diabetes" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: organ/vena cava (vc)/aorta perforation, tilt, leg pain, worry & limited activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported leg pain, worry, limited activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. The associated work order was reviewed. No related/relevant notes were documented. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time.  A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient notes and further alleges experiencing leg pain, worry, and limited activity. Per a report from computed tomography (CT): "findings: ivc stenosis: no, filter position: below the level of the renal veins, filter migration: none, filter fracture/bending: no, filter tilt: yes, filter penetration: yes, other findings: yes". "Impressions: the filter is tilted to the left with its proximal cone against the ivc wall. Axial image 227. The anterior right strut penetrates 15mm through the ivc wall. It penetrates into the duodenum. Sagittal image 213. The anterior left strut penetrates 16mm through the ivc wall. It penetrates into the aorta. Sagittal image 131. The posterior right strut penetrates 16mm through the ivc wall. Sagittal image 143. The posterior left strut penetrates 12mm through the ivc wall. It penetrates into a vertebra where there are chronic reactive changes. Sagittal image 206." Per a report from computed tomography (CT): "an ivc filter is noted extending from l2-l3. It is below the renal veins bilaterally. No fluid or inflammatory stranding surrounds the ivc. However inferior extenders of the base of the ivc filter appear to extend beyond the confines of the ivc into the surrounding soft tissues".

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2014". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.